Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.